Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was emitting a constant beep tone. An interrogation noted the ICD was in fallback.